Event description:
The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, inflammatory response, kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.